Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 3.0 mmol/l, 4.0 mmol/l, 6.0 mmol/l, 10.0 mmol/l, and 9.0 mmol/l.no adverse event reported. Return of the suspect device was requested for evaluation.